Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Per additional information received, it was noted that the device will not require for evaluation at a bd facility. The issue was resolved onsite. Customer (gcuh) called tm and they troubleshooted over the phone. Error was able to be cleared by turning device on and off, this resulted in a reset of the device and subsequent clearing of the issue. No patient involvement other than a temporary delay in therapy. No more than 1 minute and temperature was stable throughout change. Completed therapy on a new device. No medical intervention required and no impact to patient. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The complete initial reporter zip is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 80 (non-recoverable system error) occurred in an arctic sun device. They had account power device off and back on again. Per follow up information received via mail on 16dec2024, it was noted that the device will not require for evaluation at a bd facility. The issue was resolved onsite. Customer (gcuh) called tm and they troubleshooted over the phone. Error was able to be cleared by turning device on and off, this resulted in a reset of the device and subsequent clearing of the issue. No patient involvement other than a temporary delay in therapy. No more than 1 minute and temperature was stable throughout change. Completed therapy on a new device. No medical intervention required and no impact to patient.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter zip is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 80 (non-recoverable system error) occurred in an arctic sun device. They had account power device off and back on again. Per follow up information received via mail on 16dec2024, it was noted that the device will not require for evaluation at a bd facility. The issue was resolved onsite. Customer ((B)(6)) called tm and they troubleshooted over the phone. Error was able to be cleared by turning device on and off, this resulted in a reset of the device and subsequent clearing of the issue. No patient involvement other than a temporary delay in therapy. No more than 1 minute and temperature was stable throughout change. Completed therapy on a new device. No medical intervention required and no impact to patient.